Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI). Part analysis. The report of an es drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse opened the back panel and found led light on pyxibus module board was blinking. The fse reseated rowboard cable, replaced retractor band, reloaded cubies and tested drawer. No further issues were observed. During dchu visual inspection. Pn 353844 01 was received with friction marks and copper strands in short with adjacent copper strands. During dchu testing. Pn 353844 01 dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause. The root cause of the complaint of an es drawer failure was due to short between adjacent copper strands of the assy retractor dwr hh cubie (p n 353844 01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and it was not detected on bus. As per part investigation found friction marks on assy retractor drawer half height cubie and copper strand in contact with adjacent copper strand. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the enhance half-height drawer 5.1 was off the bus. Opened the back panel and noticed the heartbeat light on the pyxibus module board was blinking. Powered off the station and reseated the row board cable. Replaced the damaged retractor band. The customer reloaded the cubies and tested the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and it was not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.